Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to the infection. The patient was stable and no further information was available.

Manufacturer narrative:
Final analysis found normal device characteristics.